Event description:
Stryker trevo stent was being used during cerebral thrombectomy. The stent malfunctioned and would not allow the provider to "grab" to remove it. Only a partial thrombectomy was performed due to inability to grasp the stent and move it. The MFR was consulted and advised allowed the vessel to relax and then try again. Despite multiple attempts by the provider the stent could not be recaptured for removal and was left in place. Because the stent was unable to be capturing it was not possible to remove the attached guide wire. The provider was forced to cut the guide wire at its insertion point.